Event description:
At the onset of a procedure, the laser monitor went blank. The physician was unable to utilize the laser and the procedure was aborted. There was no report of a pt injury; however, the MFR is filing this as surgical intervention due to the potential need for add'l treatment as a result of incompletion of the case.

Manufacturer narrative:
The laser system has been serviced. The suspect component has been removed and replaced.